Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to instability. A size 2 cr femur and 3x11 cs insert were revised to a size 3 cemented femur with augments and a 3x14 ps insert. Rep confirmed that no further information will be released.